Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited an undersensing. Programming changes were discussed, but not made. No intervention or patient condition was reported.